Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-02878. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. The patient had very calcified iliac anatomy, however, they were treated with a 8 mm shockwave balloon prior to the procedure. During procedure, the vessel was dilated with a 14, & 16 f dilator then the 14f sheath was inserted all without resistance and propofol coated. The valve was prepped and inserted through the sheath with minimal resistance. Upon exiting the sheath, a bent strut was noted on the valve. It was decided to remove the system with the sheath and replace it with a new system. The second valve was inserted and deployed successfully. The patient is in stable condition. Per pre-deco evaluation, liner torn and distal tip torn radially were observed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Crimped thv exposed through liner tear starting approximately 2.5'' from distal tip. Liner tear through entire length of sheath shaft. Liner fully expanded as designed. Distal sheath shaft twisted. Radial tip tear along distal liner edge; hdpe stretching along radial tear; scratches along distal sheath shaft and tip; soft tip damage. All score lines present. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaints were confirmed per evaluation of the returned device. Available information suggests that patient factors (calcification, undersized vessels) likely contributed to the event as ''moderate to severe'' calcification and a minimum luminal diameter of ''3.4-5.8'' were reported. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (sheath navigation through restricted anatomy). High push forces coupled with non-coaxial advancement trajectories can lead to sheath liner damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Per device evaluation, the distal tip was torn radially. In this case, ''moderate to severe'' calcification and a minimum luminal diameter of ''3.4-5.8'' were reported. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Undersized vessels can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Additionally, as a bent strut was noted, it is possible that the altered valve profile can lead to the valve struts to catch onto the sheath distal tip, increasing resistance during system advancement and tearing the tip when combined with push force. Available information suggests that patient factors (such as calcification and undersized vessels) and/or procedural factors (including device manipulation or the valve catching on the sheath distal tip) likely contributed to the complaint event. Notably, 'moderate to severe' calcification and a minimum luminal diameter of '3.4-5.8 mm' were reported. However, a definitive root cause could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.